Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 320 mg/dl). Ketone level was small to moderate. Customer alleged pump did not deliver full amount of basal insulin. Boluses and manual injections were administered to address bg. Pump system check was performed by tandem technical support (cts); no device issues were found. The customer continued to allege pump was not functioning. Pump data upload was not current; however, cts reviewed past pump data and found the pump was functioning as expected. Although multiple attempts were made by tandem technical support to discuss the findings with the customer, no reply was received.